Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, with symptoms of pocket cardiac stimulation and pacemaker syndrome symptoms, device back up vvi mode was observed. There were multiple failed attempts of merlin.net transmission wireless communication however it is unknown why this occurred. The connection was established prior and post backup vvi mode. A device restoration was performed successfully. Patient was stable post device restoration and will continue to be followed with routine follow up.